Manufacturer narrative:
Investigation summary: upon reception, the returned smartview connect was tested and the reported behavior was confirmed, since it was not possible to connect to the network. In-depth analysis revealed that the sim card was properly activated but without any network connection since 22 january 2023. Based on available information, the event occurred as a result of a temporarily inoperative sim card. It should be noted that no malfunction is suspected on the smartview connect application. This case is recorded for trending purposes.

Event description:
Reportedly, during the pairing process, smartview connect indicated that the device could not establish a network connection despite the serial number entered and consequently no further steps could be executed. The physician eventually used another device which worked correctly.

Event description:
Reportedly, during the pairing process, smartview connect indicated that the device could not establish a network connection despite the serial number entered and consequently no further steps could be executed. The physician eventually used another device which worked correctly.